Manufacturer narrative:
Weight and ethnicity: unknown as information was not provided. Date explanted: not applicable as the iol remains implanted in the patient's ocular sinister (left eye) . Manufacturer telephone number: (B)(4). It was indicated that the iol is not being returned for evaluation as it remains implanted in the patient¿s os therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular sinister (left eye), and as soon as the patient opened her eyes she saw a sort of shadow on the iol. She has seen five (05) different ophthalmologists and they have all said the surgery was perfect. Her vision is quite good, 20-20, but, she is miserable due to negative dysphotopsia. Her eye feels heavy and as if there¿s something in it all the time; sunglasses help. Patient was told that there are a small percentage of people who get this bad side effect. Patient's vision has always been excellent and she never wore glasses, except for reading. Through follow-up additional information was received clarifying her vision is good, it¿s the sensations/symptoms in her eye that are debilitating. As soon as she opened her eyes after surgery she noted there was sticking in her eye and there was a shadow. All five (05) doctors confirmed negative dysphotopsia diagnosis and stated this might go away in time. Patient was given drops for dry eye to lessen the problem and was told to wear glasses. Wearing glasses does help and she filled a prescription for no correction glasses. They do help somewhat but after an hour or she gets a headache. No further information is available.